Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were identified. To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related to 3025141-2025-00251.

Event description:
The driver tip broke while inserting screw a second driver was used in the set to complete the procedure. No delay or adverse effect to the patient.